Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the first clip fired correctly. The surgeon placed the jaws around the vessel and turned the instrument to see both jaws. The next four clips scissored. The instrument was taken off the sterile field and the circulating nurse said she could see the clip was pushed off the jaws. The sales rep was called into the room. Sales rep inserviced the surgeon on decreasing the amount of torque placed on the instrument. They also discussed skeletonizing the vessels and duct. Sales rep watched as he placed the next eight clips. All fired properly. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled and four scissored clips were fed and formed due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.